Event description:
A customer contacted baxter's technical service center and reported that the spike had disconnected during fill 2 of 5. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. Product surveillance contacted the patient on (B)(6) 2010 regarding the disconnected spike. The patient stated that an unused bag fell off the table and the lines may have caught, which caused the cassette spike to pull out of the bag. The patient stated there were no defects and she has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report is for a connection issue / disconnection of a supply bag. This was not confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. The root cause was not determined. Labeling review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, baxter cannot determine the root cause. The lot number was unknown, so a batch review will not be performed.